Manufacturer narrative:
Device has been received. Investigation is ongoing. A follow-up report will be submitted.

Event description:
It was reported that an electrode fell off of the serfas energy probe inside the joint.